Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2007149. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Experienced resistance when attempting to push out air. The following information was provided by the initial reporter: nurses noted resistance in 1-inch safety glide needles when attempting to push out air from syringe. Nurse noted resistance even after removing cap from the needle. Issue was noted in several different needles within the same lot (2007149).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 12-dec-2022. Medwatch report # mw5113492.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Experienced resistance when attempting to push out air. The following information was provided by the initial reporter: nurses noted resistance in 1-inch safety glide needles when attempting to push out air from syringe. Nurse noted resistance even after removing cap from the needle. Issue was noted in several different needles within the same lot (2007149).